Event description:
It was reported that in preparation for a filter placement procedure, the filter deployed prematurely. The lesion was located in the inferior vena cava (ivc). At preparation, the greenfield filter was released. The procedure was completed with another MFR's device. No pt injuries or complications were reported. The pt's status is reported as "good."